Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 500 mg/dl and 537 mg/dl. Customer¿s current blood glucose level was 200mg/dl and 227 mg/dl. Customer treated with manual injection for high blood glucose. Customer stated that the drive support cap was looking like it has something white on it and it looks like someone tried to push it out. Customer also stated that the insulin pump received no delivery alarm and the insulin was exited. The product will not return for the analysis.